Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion of the remote monitor, during a manual transmission. Trouble shooting step was exhausted. The patient was referred to their device clinic for follow up in-clinic. The remote monitor remains in use. The implantable pulse generator (ipg) device was explanted and replaced. No patient complications have been reported as a result of this event.